Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 pocket a5, b5, c4, d1, d5, e5 failed and displayed read, write, or invalid cubie memory. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple cubies had failed. A field service engineer (fse) checked the drawer lights and were normal and noted that several pockets had been removed. The fse reseated the row board cable and retractor band connections, then tested the drawer and had the user reload pockets. The drawer was successfully tested using the hardware test application (hta) acceptance test. Inspected cabling and latches tightened loose screws and used hardware test application to verify proper operation. The system functioned as intended after field service engineer repaired the device.